Event description:
Reporter alleged the advantage system generated a blood glucose result of 961 mg/dl outside the reading range of 10-600 mg/dl and when looking into the system memory was unable to find the result. Reporter stated he might have been holding the meter upside down at the time but was not certain. No actions reported taken or treatment received.